Event description:
It was reported that during a gastrectomy procedure, the tip of the active blade broke. Part could not be removed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.